Event description:
It was reported that the right ventricular lead was oversensing noise and lead impedance "anomaly" was found; an alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. Concomitant medical product : 4194 implantable pacing lead: (B)(6) 2007. (B)(4).